Manufacturer narrative:
Sc-1232 (sn:((B)(6)). The returned implantable pulse generator (ipg) was analyzed and did not reveal any anomalies during the external visual inspection.

Event description:
It was reported that the patient was having a potential infection. Symptoms were pocket pain and exposed wire in the pocket area. The patient underwent an explant procedure, and all explanted components will not be returned as they were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc-8436-50. Serial: (B)(6). Batch: 7080434.

Event description:
It was reported that the patient was having a potential infection. Symptoms were pocket pain and exposed wire in the pocket area. The patient underwent an explant procedure, and all explanted components will not be returned as they were kept by the facility.